Manufacturer narrative:
H3 other text : discarded.

Event description:
A patient reported to a stryker sales rep she had a zip device placed to close a wound after a procedure. Patient reports they had a reaction to the zip adhesive that was found upon removal that included blistering. Patient was prescribed keflex to treat reaction.

Event description:
A patient reported to a stryker sales rep she had a zip device placed to close a wound after a procedure. Patient reports they had a reaction to the zip adhesive that was found upon removal. Patient was prescribed an antibiotic. Attempts are being made to gather further treatment details.

Manufacturer narrative:
H3 other text : device scrapped.